Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record review was performed for the subject device lot number h161606. Manufacturing location: (B)(4). Supplier: (B)(4). Date of manufacture: 30-dec-2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a lcp (locking compression plate) drill sleeve couldn¿t be attached to a plate. The surgeon didn¿t have a surgical plan but he checked for just in case. There was no patient involved. Concomitant medical products: 1x unk plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: brand name. Reporter last name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is confirmed as the reported issue (drill sleeve could not be attached to a plate) is known from previous complaints. Appropriate actions have been initiated/taken to address the matter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.